Event description:
It was reported that during the implanting procedure, the setscrew appeared to be located incorrectly in the implantable cardioverter defibrillator (ICD). After the setscrew issue was resolved, the impedance remained high. Another ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. It was noted the returned device indicated a loose/detached set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.